Event description:
Foley catheter inserted following a bladder scan that indicated the bladder contained large amount of urine. Foley inserted with urine immediately present in tubing, but did not fill to the gravity bag. It was discovered the foley tube was sealed off to the gravity bag. Gravity bag switched to another bag without further issues.